Event description:
It was reported that a pt under went a gynecological procedure in 2008. During the procedure, the disposable handpiece stopped working. No further info was known and no adverse pt consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 8/7/2008. Blade seized/stopped: conclusion code: should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2008-00676 and medwatch 2210968-2008-00678. The same pt is represented in each medwatch.